Manufacturer narrative:
Radiographic image assessment indicated that antero posterior standing x-ray l2-l4 fusion. L2-3, l3-4 interbody grafts. Kyphoplasty cement present in l2/l4. Lateral view of first image obviously hardware complication. Construct at l2 appears more dispersed than at l4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E1: initial reporter details are unknown, g2: country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l2/3/4 pps fixed fns in l2 and l4 for l3 fragility fracture. It was reported that the delivery guide was installed without any particular issues. Filling began about 12 minutes after cement mixing (the cement was quite hard). 1cc was filled in l2, and 1.2cc in l4, then waited about 2 minutes. When removing the delivery guide, a warning was given that the tip can easily come off, but 3 out of 4 tips remained in the torx. Two were removed without issue, but the remaining right l4 could not be removed at all, even when grasped with a kocher or similar instrument. After removing the extender cap and pulling straight up with pliers, it was finally removed - this process took about 10 minutes. There was no cement adhesion or deformation on the removed tip. The screw head was not fixed. While clear visual confirmation was not possible due to percutaneous approach, the physician reported that there was no cement leakage inside the screw head. Cement appears to have been filled only from the tip and not from the side holes. Additionally, the cement viscosity was relatively high at the time of filling, and the problematic screw was the fourth and last to be filled. Therefore, considerable internal pressure may have built up, and a small amount of cement may have seeped into the gap between the tip and the torx. Furthermore, as the cement continued to harden during the approximately 2-minute wait, it likely became impossible to remove. There was no patient symptom reported. There were no further complications reported regarding the event. Additional information was received that there were no malfunctions with the screw. 'Problematic screw', -it refers to the 4th screw, for which the tip was difficult to remove, but there was no malfunction in the screw itself.